Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72", "defib fault 76", "defib disabled", and "defib pad short" messages. Complainant indicated that there was no patient involvement in the reported malfunction.